Event description:
Event description guidant received information that during device interrogation, this cardiac resynchronization therapy defibrillator (crt-d) changed tachy mode when the clocks were resynchronized. The device was previously programmed to monitor + therapy. The device was explanted and a new device was implanted.